Event description:
Pt developed a partial thickness skin injury/burn during a surgical procedure that may have been in part to the use of an operating room light that did not have a uv filter in place. The skytron light design allows for the light to be operational without the required u/v filter.